Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a stained battery door, rear/front housing cracked near latch lock, rear top label damaged, and downstream and upstream sensors were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; found mpu board was inoperable, unable to remove stain from battery door, and clock battery was overdue. The most probable root cause was determined to be the faulty mpu board, clock battery overdue, stained battery door, and damaged rear top label. The mpu board, clock battery, battery door, and rear top label were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery door was stained, cb overdue, the device exhibited error 1260, and damaged rear top label. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.